Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with right ventricular (rv) lead dislodgement and loss of capture. X-rays were taken which confirmed the rv lead dislodgement. Therefore, the lead was explanted and replaced. The patient was in stable condition.